Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer was failed. A field service engineer replaced the flat cable, reseated the row board cable at the door board, tested in the diagnostic to resolve the issue. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es hardware had failed and not detected on bus. The customer reported that users were unable to remove medications from drawer while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.